Event description:
It was reported that during a da vinci assisted general surgical procedure, the universal surgical manipulator (usm) 3 was out of calibration. Error 23907 observed in logs on usm3. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 23907 error was found. Upon visual inspection, the joint encoder (searchlight) and axes controller spar (acs) printed circuit assembly (pca) showed no physical damage, and while flat flex cable (ffc) was in poor condition, it remained fully functional. The unit was installed onto a golden system and functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) and passed all relevant testing within specification. Field logs showed normal sensor data for both the yaw and pitch searchlights; both were working as expected. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on failure analysis results. The system was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event.